Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician had difficulty placing the lead as it took over twenty turns to extend and retract the lead helix. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.